Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Patient's mother was advised to perform a paper clip reset on the receiver. After the paper clip reset, advised the patient's mother to wait about 15 minutes for the receiver to reestablish connection to the transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the test passed. Based on functional test results, the reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.